Event description:
It was reported that during patient connection to ak 96 machine, an external liquid leakage was observed. It was further reported there was a blue three-way connector inside machine broken due to aging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d4, h3, h6 and h10. D4: serial no. (B)(6). H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.